Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via web and stated that when he/she was brushing his/her teeth, a slender metal about 7 mm came off in his/her mouth. No injury was reported.